Event description:
It was reported, the pt had a pump problem. There was a volume discrepancy where the actual residual volume was greater than the expected residual volume. It was anticipated that 3 ml would be aspirated; the volume that was actually aspirated was 18 ml. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).